Manufacturer narrative:
Image analysis: 4 still images were received for analysis. Three images depict the stent being explanted from the patient. The fourth image depicts the stent entrapped on a wire. The stent wraps are stretched and deformed, with bunching evident at the point of entrapment. Additional information: the guidewire that became trapped was a non-medtronic guidewire. The guidewire was examined and flushed before use with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: the patient is alive with injury. Annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the resolute onyx drug eluting stent, wire movement issues occurred, and a wire became trapped behind the stent after it was deployed in the proximal left circumflex artery. When attempting to remove the wire, the stent was pulled all the way to the aorta, with the end stuck in the left main coronary artery at the proximal location. The lesion was non-tortuous and was pre-dilated prior to stent deployment, and no excessive force was used during delivery. The device was inspected prior to use and negative prep was performed with no issues noted. The device did not pass through a previously-deployed stent. Excessive force was not used during delivery. The patient was sent to surgery to remove the stent and subsequently underwent bypass surgery. The device was explanted. No further patient complications have been reported as a result of this event.